Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 for a high blood glucose level. The customer woke up feeling sick. Customer's blood glucose level was 357 mg/dl. The customer was nauseous and vomiting. She had a diabetic ketoacidosis. The customer was in intensive care for a couple of days. She was wearing the insulin pump at the time of hospitalization. After two days in the hospital she was sent home. The device was not returned.